Event description:
It was reported that this pacemaker exhibited high out-of-range pacing impedance measurements on the non-boston scientific right ventricular (rv) lead which triggered a lead safety switch to unipolar mode. Troubleshooting options were discussed and recommended. At this time the product remains in service and no adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited high out-of-range pacing impedance measurements on the non-boston scientific right ventricular (rv) lead which triggered a lead safety switch to unipolar mode. Troubleshooting options were discussed and recommended. At this time the product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Conclusion code based on non-returned analysis.this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited high out-of-range pacing impedance measurements on the non-boston scientific right ventricular (rv) lead which triggered a lead safety switch to unipolar mode. Troubleshooting options were discussed and recommended. At this time the product remains in service and no adverse patient effects were reported. Device explanted due to normal battery depletion.